Manufacturer narrative:
H6. Type of investigation; corrected information; supplemental MDR version 1 inadvertently coded that the device was discarded (b18).

Event description:
The explanted generator was returned. Device evaluation is not necessary because the reported event has been determined to be not related to functionality of the device.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .). H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be not related to functionality of the device livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient felt like their device has migrated and their device is no longer comfortable. The physician also confirmed that the device migrated and is lower than the recommended position to safely have an MRI of the lumbar spine. Per the physician, the reason for the migration is unknown. The patient was referred for surgery to reposition the device. Response was received from the physician that the device needs to be repositioned in order for the patient to safely undergo an MRI of the lumbar spine, but did not indicated if the surgery was to prevent serious injury or patient comfort only. Device evaluation is not necessary because the reported event has been determined to be not related to functionality of the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card was received reporting that the generator was replaced due to prophylactic reasons. The new generator was programmed to the same settings and the generator was moved up about 3 inches. The patient denied any trauma or manipulation, but indicated that the previous generator had slid down and was bothering him. Product returns will not be made as the site is listed as a no-return site.